Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse of the hospital reported via phone call that customer was in the hospital due to high blood glucose. The nurse wanted a representative to go to the hospital to fix the pump. The hospital nurse was advised that troubleshooting is done over the phone. The nurse stated that the patient is not feeling well and advised once he becomes stable to call back in order to troubleshoot. Customer's blood glucose at time of incident was unknown.